Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The inspector received one unused silicone temperature sensing catheter with no packaging. The catheter balloon inflated with 5.5ml meth blue and water solution (3 drops 1% aq methylene blue per 100ml distilled water) and rested for 30 minutes without leaks and passively deflated without issue, returning 5.5ml of the solution. The balloon concentricity was observed to be 60:40. No cuffing was noted. The active length of the balloon was measured to be 0.7775 inches. Per specification, the active length of the balloon should be between 0.60-0.90 inches in length. A potential root cause could not be found since the reported event was unconfirmed. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "1. The foley catheter with temperature sensor should not be connected to the temperature monitoring equipment during the MRI procedure. 2. If the foley catheter with temperature sensor has a removable catheter connector cable, it should be disconnected prior to the MRI procedure. 3. Remove all electrically conductive material from the bore of the mr system that is not required for the procedure (i.e., unused surface coils, cables, etc.). 4. Keep electrically conductive material that must remain in the bore of the mr system from directly contacting the patient by placing thermal and/or electrical insulation (including air) between the conductive material and the patient. 5. Position the foley catheter with a temperature sensor in a straight configuration down the center of the patient table to prevent cross points and conductive coils or loops. 6. The wire and connector of the foley catheter with temperature sensor should not be in contact with the patient during the MRI procedure. Position the device, accordingly. 7. Mr imaging should be performed using an mr system with static magnetic strength of 1.5-tesla or 3-tesla, only. 8. At 1.5-tesla, the mr system whole body averaged sar should not exceed 3.5- w/kg for 15-min. Of scanning. 9. At 3-tesla, the mr system reported whole body averaged sar should not exceed 3-w/kg for 15-min of scanning."

Event description:
It was reported that it was difficult to deflate the catheter during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the catheter during pretest.